Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test or verify a or e alarm due loose drive support disk. Device received with broken battery tube threads, cracked reservoir tube lip, cracked belt clip slot and cracked case corner reservoir tube window. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. The customer stated insulin pump had unusual noise and cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.